Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. Visual examination of the lead found full insulation breach. The cause of the event was due to insulation degradation.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination of lead, it was noted that there was noise on the right atrial (ra) lead which led to inhibition of cardiac pacing. The physician performed lead revision procedure where the ra lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.